Manufacturer narrative:
Service review: a review of the service history record indicates that the device has been returned previously for an unrelated malfunction. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and design, construction/design false, defective. The issue related to the cracked oscillating head has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the control unit of the battery oscillator device was not functioning and was defective. It was determined that the coupling tool side was out of specification and the trigger was blocked, jammed and was moving heavily. It was observed that the control was defective, and the oscillating head was torn. It was determined that the oscillating head showed a crack, the electronic control unit had no function and the locking knob was loose. It was further determined that the device failed pretest for check oscillation frequency. Minimum 10800 - 14200 oscillation/minute, check trigger and electric control unit (ecu) function, functional test, trigger test, check saw blade coupling, and general condition. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.